Event description:
A clinic manager reports, via voluntary medwatch, a case of cell ingrowth removal, post flap lift for an enhancement on both eyes. Additional info provided indicated the surgeon did not feel the cell ingrowth was attributed to the laser. At two days post enhancement, the pt was doing well with no issues. Ucva was 20/25. No further info is anticipated. This report is for the right eye, the left eye is being reported under MFR number (B)(4). Cell ingrowth removal post flap lift for enhancement.

Manufacturer narrative:
Per the surgeon: the cell ingrowth is not attributed to the laser. A root cause has not been identified, as the cell ingrowth is not attributed to the laser. (B)(4).